Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the operating room for lead revision. The patient's right ventricular lead had high capture thresholds. The lead was repositioned successfully. Patient was stable post procedure.